Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: fb8171. Field service engineer was dispatched and the rack was replaced to resolve the issue. The complaint is confirmed as a failure of bd product. The root cause is related to faulty rack. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "c drawer (d-01) false positive suspicion".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "c drawer (d-01) false positive suspicion."